Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. No files regarding maintenance for the device could be found in service max database, nor has been provided in the complaint file. Logfiles and post-op topography and measurements have been requested but not provided therefore a deeper investigation cannot be performed. Root cause could not be concluded conclusively based on the provided information. The manufacturer internal reference number is: (B)(4)

Event description:
A physician reported that a patient experienced overcorrection in the left eye, with a manifest refractive spherical equivalent treatment value of one diopter after lasik surgery. The post-operative treatment values were unknown. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).